Manufacturer narrative:
Continuation of d10: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2023, product type: catheter, ubd: 16-mar-2012, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative, regarding a patient receiving an unknown drug via an implantable pump. The indications for use were unknown. It was reported, that the manufacturer representative (rep), put the patient's healthcare provider (hcp) on the line, who wanted to know whether pump could be soaked in betadine. The manufacturer's technical services specialist (tss) reviewed, that the manufacturer did not have any specific precautions against it, but also would not be able to comment on what could occur if it didn't get rinsed off. The hcp indicated, that they suspected the pump was infected and planned to soak it, while connected to the catheter for a period of time before reimplanting it. The call was disconnected before additional information could be gathered. The rep was emailed for further information. And reported that the event was unresolved to date ((B)(6) 2023). The pump was explanted on (B)(6) 2023 and the patient was currently on intravenous (IV) antibiotics and IV seizure medication. Additional information was received from the healthcare provider (hcp) and the patient via a manufacturer representative. It was reported, that the patient had a pump replacement several weeks ago. Per the family. The incision started looking bad about a week after surgery. The office was keeping an eye on the incisions. Labs showed that the patient had an infection and also the csf showed that they had an infection as well. The patient was a cerebral palsy patient and the patient wears diapers. The patient's healthcare providers (hcp) believed that the infection came from the urine and the diapers coming in contact with the surgical incision from the pump replacement. The patient's hcp chose to remove all of the system. It was noted, that the issue was resolved at the time of the report. And the hcp had no further information. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Reduced analysis found that there were no anomalies and no further destructive testing was required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.